Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by the edwards implant patient registry, approximately 3 years post implant of a 29mm sapien xt valve, a 29mm sapien 3 valve was implanted. No further information is available at this time.

Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. Multiple attempts to obtain additional details concerning the reason for the second valve approximately 3 years after the initial tavr procedure have been unsuccessful. With such limited information, the reason for the second valve deployment cannot be determined. It is possible that, in addition to the procedure itself, unknown patient factors may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.